Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic partial nephrectomy robotic assisted procedure on (B)(6) 2016 and suture clips were used to secure a suture. During the procedure, the suture clips did not hold and kept sliding off. Another like suture clips were used to complete the procedure. There were no patient consequences reported.